Event description:
It was reported that the pt presented with a diagnosis of stress incontinence made by urodynamics. The physician initially recommended pelvic physiotherapy as well as other conservative measures, but pt wanted definitive surgical management of their condition. On 7/19/2002, a sling procedure was performed without any apparent complication. The procedure was performed under spinal anaesthesia. The cystoscopy was video monitored and no trauma was observed in the bladder. There was no excessive bleeding from the abdominal stab sites on removing the needle from the wound after placement of the tape. All observations in both the operating theater and in recovery were normal. At 8pm later that day, pt had developed right side pain and this was associated with a brisk bleed from the right abdominal incision site. Intravenous fluid therapy was administered along with 5mg morphine and 12.5mg stemetil. On assessment, the physician noted that pt had a bloodstained discharge coming from the right abdominal incision site. The physician also found pt's abdomen to be tender on the right side, though there were no signs of peritonism. Vaginal examination did not reveal any collection of blood. Pt's urine in the catheter bag was clear and the output was normal. The physician organised haematological and radiological investigations. Radiological films confirmed the presence of gas under the diaphragm, meaning that the abdominal cavity had been entered by the needle. The pt was transferred to another hospital to undergo laparoscopy and possible laparotomy. After the transfer, the pt's condition had improved. On 7/20/2002, the pt's condition had much improved. Pt's white blood cell count was normal. Although there were minimal bowel sounds, there was no signs of peritonism. Because of their current improved situation, the pt felt that laparotomy was unnecessary. On 7/21/2002, the pt's condition had changed. The pt was taken to the operating theatre and a laparotomy was performed. The physician found that the needle and sling had been passed through the ileum during the initial sling procedure. The physician removed the tape and over-sewed the defect.